Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, the most probable cause of the complaint (corrosion in the light guide (lg) lens) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the scope cylinder and channel tube (ch-tube), and corrosion in the light guide (lg) lens. There was no patient involvement.